Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker exhibited failure to capture. The pacemaker was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of failure to capture could not be confirmed. As received, a complete pacemaker was returned with the device in ddd mode above elective replacement indicator level. Electrical and mechanical analysis indicated normal device functionality. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity. There were no other anomalies seen.